Manufacturer narrative:
(B)(4) the pipeline device will not be returned for evaluation as it was implanted in the patient. The device was not returned for analysis; therefore the complaint of pipeline failure to open could not be confirmed, and the cause could not be determined. In addition, hemiplegia and aphasia occurred in the patient post procedure and the cause is unknown. Reference (B)(4).

Event description:
Medtronic received report from a foreign distributor that a pipeline did not open after many attempts. It was reported that the device moved from its original location before detaching. The device remains in the patient. The patient experienced hemiplegia and aphasia post-procedure.

Event description:
Medtronic received additional event information: the patient received the pipeline implant to treat an unruptured, amorphous aneurysm in the right, cavernous internal carotid artery (ica). The aneurysm was not previously coiled. Max diameter was 20mm; neck width was 15mm. Proximal and distal landing zone artery size was 4mm. Vessel was severely tortuous. The patient was received dual antiplatelet therapy to treat the post-procedure hemiplegia and aphasia.